Event description:
The end user has stated that her foster son has been using this mattress system for about 10 years. The micro-air 3500s has stopped working. We cannot find anyone who can repair the mattress. The contact has stated that medicaid will not pay to replace mattress.